Manufacturer narrative:
One device was received for analysis of complaint of 46621 error message. This is a system fault, which could potentially interrupt therapy. Reported problem was not related to a prior repair. Reported problem is not something that would be evident in the event log. Visual and functional testing was performed. Reported problem was duplicated, as device showed error 46621. Probable cause was a faulty real time clock battery. The main board was replaced, and device passed all testing post repair.

Event description:
It was reported that the device was showing 46621 error message. This is a system fault, which could potentially interrupt therapy. There was no patient involvement.